Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 70mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a and high voltage cables have fractured filars in and around the area approximately 26mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise and a change in the intrinsic morphology. Office testing found the noise was reproduceable in two of the three sensing vectors. The baselines on the electrograms were wandering. The shock impedance was 100 ohms, which is high but within normal limits. Technical services discussed some testing and programming options. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise and a change in the intrinsic morphology. Office testing found the noise was reproduceable in two of the three sensing vectors. The baselines on the electrograms were wandering. The shock impedance was 100 ohms, which is high but within normal limits. Technical services discussed some testing and programming options. There were no additional adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise and a change in the intrinsic morphology. Office testing found the noise was reproduceable in two of the three sensing vectors. The baselines on the electrograms were wandering. The shock impedance was 100 ohms, which is high but within normal limits. Technical services discussed some testing and programming options. There were no additional adverse patient effects.